Event description:
A report was received from the affiliate indicating that 13 scholly flexible nasoendoscope were damaged following sterilization in the sterrad 100s. All 13 scopes have required repair over the last 12 months. Medtronic who distributes these scopes listed sterrad as an appropriate mode of sterilization. The report received indicated that the user/users were trained on use of the sterrad unit. The sterrad unit has been retained by legal. Additional information has been requested from the affiliate.

Manufacturer narrative:
(B)(4) no code available: damage to customer's device. Per sterrad 100s user's guide: know what you can process: before processing any item in the sterrad 100s sterilizer, make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer on your asp customer representative for more information. Additional 3500a forms will be submitted for individual events when device, patient, or additional information is obtained.